Event description:
The customer initially reported there were black formation and bubbles observed on the pad. No patient injury occurred. Initial evaluation of the incident sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.